Manufacturer narrative:
It was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused at least one fractured strut, and struts appear to be external to the vena cava. The patient reported becoming aware of the events approximately nine years and three months post implant. The patient also reported anxiety related to the filter. According to the implant record the indication for the filter implant was a history of deep vein thrombosis and a poor candidate for anticoagulation. The filter was placed via the left common femoral vein and deployed just below level of both main renal veins and below the accessory right lower renal vein. A post deployment ivc gram demonstrated good wall apposition of the filter. A small amount of axis tilt was seen with tenting the right lateral wall of the inferior vena cava at the upper portion of the filter, with the lower portion of the ivc filter centrally seen within the lumen of the inferior vena cava. Free flow of contrast through the filter was demonstrated. The patient tolerated the procedure. Approximately nine years and three months post implant, a computerized tomography (CT) scan of the abdomen was performed to evaluate the filter. The scan revealed at least one fractured strut located posteriorly and medially and the proximal tip of the strut appeared to be touching the antral lateral ivc wall. The superior tip of the filter appeared to be the in medially caudal to or at the level of the right renal vein. The struts of the ivc filter appear to be external to the ivc; however, there is no clear fat plane between the ivc wall and the struts to confirm perforation. Incidental findings included a large hiatal hernia and postsurgical changes, along with calcified bilateral adrenal glands. The medical history at the time included massive gi bleeding; multiple gastric bypass revisions, chronic dvts., sleep apnea, congestive heart failure (chf), neuropathy, lung cancer, asthma and left arm pain. Nine computed tomography (CT) images, taken approximately nine years and three months post implant, were provided and depict a cordis type filter. Approximately nine years and six months post implant, an upper gastrointestinal endoscopy was performed due to epigastric abdominal pain, heartburn and gastro-esophageal reflux disease. Findings noted a normal esophagus, roux-en-y gastrojejunostomy with gastrojejunal anastomosis with intact appearance and a large paraoesophageal hernia. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. The IFU also states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Without images available for review the reported events could not be confirmed or further clarified. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief, a patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to at least one fractured strut, and struts appear to be external to the vena cava. Per the implant records, the filter was indicated for protection against a possible acute pulmonary embolus (pe) as the patient had a history of right common femoral deep venous thrombosis (dvt) and was a poor candidate for long term anticoagulation. The left groin was prepped and locally anesthetized. Using real-time sterile ultrasound guidance, a needle was advanced into the left common femoral vein. An inferior vena cavogram was performed demonstrating prompt opacification of the supra and infrarenal inferior vena cava. No filling defects were seen to suggest any inferior vena cava (ivc) thrombus. Under fluoroscopic guidance the filter was advanced and then deployed without difficulty within the infrarenal inferior vena cava. The apex of the filter was deployed just below level of both main renal veins and below the accessory right lower renal vein. A post deployment ivc gram demonstrated good wall apposition of the filter. A small amount of axis tilt was seen with tenting the right lateral wall of the inferior vena cava at the upper portion of the filter, with the lower portion of the ivc filter centrally seen within the lumen of the inferior vena cava. Free flow of contrast through the filter was demonstrated. The patient tolerated the procedure. Approximately nine years and three months after the filter was implanted, the patient underwent a computerized tomography (CT) scan indicated for filter evaluation. The medical history at the time included massive gi bleeding; multiple gastric bypass revisions, chronic dvts., sleep apnea, congestive heart failure (chf), neuropathy, lung cancer, asthma and left arm pain. Nine computed tomography (CT) images, taken approximately nine years and three months post implant, were provided and depict a cordis type filter. The scan revealed at least one fractured strut located posteriorly and medially. The proximal tip of the strut appeared to be touching the antral lateral ivc wall. The exact position of the distal tips of the strut was difficult to pinpoint. The filter appeared to be a closed cell type. Evaluation of migration of the filter was limited due to the lack of contrast. The superior tip of the filter appeared to be the in medially caudal to or at the level of the right renal vein. The struts of the ivc filter appear to be external to the ivc; however, there is no clear fat plane between the ivc wall and the struts to confirm perforation. There was no stenosis of the ivc, and no migratory strut fragments appreciated. Incidental findings included a large hiatal hernia and postsurgical changes, along with calcified bilateral adrenal glands. Approximately nine years and six months post implant, an upper gastrointestinal endoscopy was performed due to epigastric abdominal pain, heartburn and gastro-esophageal reflux disease. Findings noted a normal esophagus, roux-en-y gastrojejunostomy with gastrojejunal anastomosis with intact appearance. Large paraoesophageal hernia. According to the information received in the patient profile form (ppf), the patient reports perforation of filter struts outside the ivc and fractured filter struts retained within the ivc, becoming aware of these events approximately nine years and three months after the filter was implanted, and further experienced anxiety related to the filter.